Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralight st (device #1) device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrent surgery, neuropathy and the need for wound vac. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was implanted with a bard/davol ventralight st (device #1) for the repair of an incisional hernia. (B)(6) 2017: patient started experiencing pain radiating from her abdomen and neuropathy. Thereafter, patient's physicians elected for a repair surgery of the recurrent hernia. (B)(6) 2017: the patient underwent repair surgery. Upon entering the abdominal cavity, patient's surgeon noted that the mesh had failed and repaired the recurrent hernia with a bard/davol ventralex (device #2). The patient continued to experience pain radiating from her abdomen and neuropathy. (B)(6) 2017: the patient's physicians elected to debride the abdominal wound and to place a wound vac. The patient still continued to experience pain radiating from her abdomen and neuropathy. (B)(6) 2017: the patient's physicians elected to debride the abdominal wound and placed an allograft. The patient has suffered pain, neuropathy, scarring, and will continue to suffer physical pain and mental anguish from her hernia mesh injury. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, and other damages.